Event description:
It was reported that a small volume intermate leaked inside the bag. The bag was hermetically sealed, and the leak remained contained within the bag until the seal was opened, causing the liquid to spill out. The device was filled with 0.9% sodium chloride. This occurred in the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured between 30 january 2025 and 31 january 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.